Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted. Three days later, the patient developed atrial fibrillation (af) which was reported to be procedure-related. Amiodarone was successful in converting the patient's af. (Clinical study patient ID: (B)(6)).